Manufacturer narrative:
Other applicable components are: product ID: 9735740, version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a misplaced screw during the procedure. A revision was performed using a c-arm. There was a 10 minute delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software was functioning as designed and the issue was not due to navigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The screw was approximately 4-5mm off at the tip of the screw angled into the disc space of l4-5. It was also reported that there were a total of 6 screws placed for the procedure. The misplaced screw was the 4th screw of 6. A confirmation spin was at the end of the procedure. After further evaluation, the surgeon believes that the screw broke out of the vertebral body much later in the procedure after the screw was placed. He believes this to have happened when he distracted the vertebrae to insert an interbody cage at l4-l5 and that the issue was not actually related to navigation. On the spin which showed the misplaced screw, a screw tract could be seen where the screw was implanted before it broke out.